Event description:
Following an uneventful endometrial ablation on (B)(6) 2012, the physician did a hysteroscopy and confirmed "a good ablation and no evidence of perforation". On (B)(6) 2012, the pt went to the emergency room (ER) with "severe abdominal pain", but no fever. An ultrasound and lab studies were normal. "Her examination was significant for abdomen and pelvic tenderness but she did not have an acute abdomen." She was given narcotics for pain control and oral antibiotic, though there was no clinical evidence of an infection. She was discharged home. On (B)(6) 2012, she returned to the ER with "increasing pain and tenderness on examination". A computed tomography (CT) scan "showed only thickened endometrium". The pt was admitted and started on intravenous pain medication. However, her pain could not be controlled effectively and she had an abdominal hysterectomy on (B)(6) 2012. Operative findings included "omental adhesions to the right ovary, a densely adherent bladder to the anterior uterine serosa, a small right ovarian cyst, and a uterus with endometrial ablation, and appearance of necrotic tissue beyond the ablation margin". On (B)(6) 2012, we received the final pathology report which revealed: benign right paratubal cyst, mild acute and chronic cervicitis, myometrium was unremarkable, small follicular cyst on the left ovary.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned. Therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).